Manufacturer narrative:
The device ro 15 058 has been inspected for investigation purpose. The tests performed confirmed that the pacs ethernet port located on the front panel of the robot had fallen inside of the robot. As repair, the ethernet port has been secured. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the ethernet port was non-functional. A surgery delay has been reported between 30 minutes and 1 hour.